Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for stopper disfigured on lot # 7325624. Investigation summary: customer returned (1) loose 3/10cc, 6mm syringe. Customer states that the rubber stopper surface is not flat so that it's difficult to measure insulin dose accurately. The returned syringe was examined and no deformed topper was observed. No defects were observed on the returned sample. A review of the device history record was completed for batch # 7325624 all inspections were performed per the applicable operations qc specifications. There were three (3) notifications [200729472, 200729444, 200730552] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 20 of the bd insulin syringes with bd ultra-fine¿ needles experienced stopper deformation.